Manufacturer narrative:
The manufacturer previously reported receiving information from distributor alleging a trilogy evo o2 ventilator experienced intermittent touchscreen issues. The distributor's customer tried a workaround by tilting the machine 45 degrees towards them. While the distributor rep was at customer site, the ventilator was brought to the customer's biomedical engineer office for further troubleshooting. The distributor rep was unable to duplicate the issue but experienced an occasional delay in the touchscreen response, around 1 second. The distributor states that the error log was downloaded, and two occurrences of a 'touchscreen fail' error code was found in the device's error log. Unrelated to the touchscreen issue and not considered a reportable issue at this time, it was additionally noted that the device experienced an issue in which it is unable to retain time, but the date was fine. There was no serious patient harm or injury that occurred or was reported. After review of the information received and error log, the manufacturer recommended replacement of the display, display printed circuit board assembly (pcba), display interface board, display interface board cable and display ribbon cable to address the reported touchscreen failure error. Distributor has provided a service quotation to their client and is awaiting their decision if the device will be sent for repair. Repair and testing of the device have not been completed due to distributor awaiting customer confirmation that the device will be sent in for repair. There was no report of patient harm or injury. In reference to the time issue, after review of the information received and error log, no error code was found which indicated that the internal battery needs to be replaced. This device is due for preventive maintenance. An assessment by service software will be performed to check if any batteries are required to be replaced. Philips has not received confirmation from the distributor that the device will be sent in for repair. Distributor has been informed that the display printed circuit board assembly (pcba) and display ribbon cable are on backorder. Distributor has relayed message from customer that all parts are needed for repair, they do not want a partial shipment. Manufacturer has agreed to inform distributor when parts are off of backorder. Should additional information be received, philips will review the case accordingly and submit any necessary updates or supplemental reports. The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator experienced intermittent touchscreen issues. The end user tried a workaround by tilting the machine 45 degrees towards them. The ventilator was brought to the distributor and the technician was unable to duplicate the issue but experienced an occasional delay in the touchscreen response, around 1 second. The distributor states that the error log was downloaded, and two occurrences of a 'touchscreen fail' error code was found in the device's error log. It is additionally noted that the device experienced a non-reportable time issue. The device is unable to retain time, but the date was fine. There was no serious patient harm or injury that occurred or was reported. The distributor contacted a philips service engineer for repair assistance. The service engineer confirmed with the distributor that the display and display printed circuit board assembly (pcba) will need to be replaced in order to resolve the touchscreen failure error. Additionally, in regard to the time issue, a non-reportable error code was found in the device's error log relating to a 'coin cell battery'. The distributor is still in the midst of confirming what needs to be replaced in order to resolve the error/time. The distributor notes that the unit is also due for a 4 year preventative maintenance service to check if the batteries require replacement, and replacement of the air inlet foam filter and particulate filter. Once the distributor repair servicing is complete, a follow up report will be submitted.